Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced blockage which is located at the site. No further information was available.